Event description:
Caller reported a malfunction on the pump with a malfunction code of malf 16. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer planned to use multiple daily injections (mdi) as a backup therapy and was informed by technical support that a replacement pump would be sent. Training would be available through their tandem source account, and the caller was instructed on how to put the old pump into storage mode and return it using the provided return box and pre-paid label within 10 days. The caller acknowledged and understood all instructions.